Manufacturer narrative:
Failure mode: sharp edges. Root cause: not determined - after reviewing the records generated during the manufacturing process and lab tests, we found no deviations during the process that could cause the alleged event issue. Conclusion code: indeterminable. DHR evaluation: we reviewed the DHR for this so-091so0013810 / patient ID# (B)(6) / practice ID# (B)(4), qty. (B)(4) assy-500011 (aligner), qty. (B)(4) assy-500010 (templates), were packaged by the second shift by bag and box operation on (B)(6) 2023, manufacturing supercell sc0, equipment bag-14. The sales order was inspected and met with the acceptance criteria provided by qa. Photo investigation the evidence provided by the customer shows an upper aligner placed on the patient's maxillary teeth. We observed a gap between the aligner and the gum, in the area of the right molars. The aligner shows an apparent deformation with a flared edge in that area. Replication investigation. According to the description of the alleged event, we based the development of the investigation on the aligners of stage 1 upper of the sales order (B)(4). Lab test: we started by requesting the digital file of arch u1 (sn: (B)(6)), from the original order to replicate the arches according to the digital specifications. Printing operation: we re-printed the arch u1 (sn:(B)(6)), with the same characteristics and specifications as the original arch manufactured in this sales order. Deep draw operation: thermoformed on foil round plastic 0.030¿ the aligner u1 (sn: (B)(6)), peeling the green film from the aligner. Result lab test. We obtained aligner u1 (sn: (B)(6)) according to the specifications of the original order, the alleged event issue was not replicated during the lab test. The replicated aligner shows no deformations or sharp edges related to the alleged event.

Manufacturer narrative:
While no serious injury resulted in this event, if this malfunction recurred, it could cause or contribute to a serious injury or require medical or surgical intervention to preclude such. This event, therefore, is reportable per 21cfr part 803. The device was not returned for evaluation and the lot number was not provided for retained-product testing and/or DHR review.

Event description:
In this event it is reported that aspen motto nontemplate aligner arch has sharp edges. The sharp edges on the aligners where filed down but the patient experienced the sharp edges cutting into their gums.